Manufacturer narrative:
(B)(4). (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. Observed non-penetrating nikcs. Additional observations: ¿ crease flat observed in the device. ¿ red particles in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.